Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for visual examination. Review of the device history records did not identify any deviations or anomalies during manufacturing. This device is intended for treatment. No further investigation is required as this issue is known and addressed in previous corrective action (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - italy, investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that: patient suffered from metal related pathology pseudo tumor, approximately (3) years ago. The incident was reported circa (2) weeks ago. The implantation took place about(17) years ago no impact or consequence to the patient indicated. Due diligence is in progress for this complaint; to date no additional information or product has been received.